Event description:
A malfunction occurred with the customer's pump, displaying the code "malf 16." There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the pump and confirmed that the customer would use manual daily injections as a backup therapy. The customer was instructed on how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid label within ten days. The pump was still under warranty.